Event description:
"Iso-med" IV bags are difficult to spike. This is a backup item, used due to original stick item back order. When attempted to spike the bag with bag hanging up, fluids leak all over the floor. The bag must be turned upside down and it is very difficult to insert the spike. In nicu [neonatal intensive care unit] we hang in sterile setting and are having to have a second person come to help spike due to difficulty and have even bent one of the IV tubing spikes.